Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch # 515d21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned fully fired with scratches in the "doghouse" and "pan" components. The swing tab returned in the unlocked position. No functional test was performed due to the condition of the reload. The condition of the reload indicates that the reload was tried to load after fired. The damage to the doghouse and pan components indicates that the cartridge reload was improperly re-loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 515d21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy linear cutter reload (75mm) sr75 was fall off before firing. He had to open another reload in order to complete the surgery. No part were left inside patient body. No patient consequences were reported.